Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for high risk percutaneous coronary intervention (hrpci). It was reported that the patient experienced hemorrhagic shock. The patient was sedated for intubation management. A CT imaging revealed acute cerebral infarction suspected of emboli in the bilateral cerebellum, bilateral occipital lobe, left temporal lobe, and left frontal-parietal lobe. Per the physician prolonged emboli or post-operative hemorrhagic shock suggest possible impella-related embolism. No further information was provided.